Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of peritonitis was unknown. The patient treatment was not reported. After six day of hospitalization, the patient was discharged. At the time of this report, the patient was recovering from peritonitis. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). During follow up it was reported that the patient had been hospitalized for a case of dizziness. The nurse was unable to confirm that the patient had peritonitis. As a precaution, the patient was treated with 1 g vancomycin. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot numbers h11j24049 and h13a04047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).